Event description:
Same case as 2134265-2014-01554. It was reported that a guide wire tip detachment occurred. The 99% stenosed target lesion was located in the severely calcified and severely tortuous proximal left anterior descending artery and was 23mm-25mm in length. A 330cm rotawire guide wire and a 1.50mm rotalink plus were used to ablate the lesion 5 times. During the procedure, the burr came in contact with the spring tip of the rotawire guide wire and it detached. The physician removed the rotawire guide wire from the guiding catheter utilizing an anchor balloon technique. The procedure was completed with a different device. There were no patient complications reported and the patients condition is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Same case as 2134265-2014-01554. It was reported that a guide wire tip detachment occurred. The 99% stenosed target lesion was located in the severely calcified and severely tortuous proximal left anterior descending artery and was 23mm-25mm in length. A 330cm rotawire¿ guide wire and a 1.50mm rotalink¿ plus were used to ablate the lesion 5 times. During the procedure, the burr came in contact with the spring tip of the rotawire guide wire and it detached. The physician removed the rotawire guide wire from the guiding catheter utilizing an anchor balloon technique. The procedure was completed with a different device. There were no patient complications reported and the patients condition is good.